Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high threshold measurements and chronic high out of range pacing impedance measurements greater than 2,000 ohms. The physician was going to consider lead replacement. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that lead replacement was postponed due to the patient's non-device related health condition. Lead replacement may be scheduled for an unknown date in the future.

Event description:
Additional information was received indicating an invasive procedure was performed. The lead was explanted and successfully replaced. This device remains in service. No adverse patient effects were reported.